Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 351.6740, channel error during plunger force accuracy test. There was no patient involvement.

Event description:
It was reported that the device had displayed error code 351.6740, channel error during plunger force accuracy test. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Annex b: b22. Annex d: d16. Annex b: b01. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed during plunger force accuracy was confirmed during testing. On 15-aug-2024, syringe was received unboxed and with paperwork. Unit failed to pass plunger force accuracy testing. Internal inspection revealed missing locking pin to the split nut assembly. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace locking pin in the split nut assembly. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 351.6740, channel error during plunger force accuracy test. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 351.6740, channel error during plunger force accuracy test. There was no patient involvement.